Event description:
Customer reported an overinfusion of ativan. Customer knows limited event details. Ativan 2 ml over 1 minute was ordered for pt comfort measures. The pump alarmed multiple times, the user could not recall the alarm messages and several unk key presses were performed resulting in the entire 40 mg bag of ativan, volume unk, to infuse. Reports no medical intervention initiated to treat the overinfusion. The pt died 1 hr after the event. The customer reports that the pt's demise was expected but that the additional medication may have hastened the pt's death. Pcu and lvp devices and logs requested. Because the devices were not sequestered or serial numbers noted at the time of the event, no devices or logs are available for eval. The customer is attempting to locate the devices. If the devices or logs are located, a follow up report will be filed upon completion of the investigation.